Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled?? Compression. How much blood was lost (ml)? Unknown, not much. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the laparoscopic lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another one to continue the surgery, the same problem happened again. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.